Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime small vessel (sv) everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo distal circumflex artery. A 2.25 x 23 mm xience prime stent was implanted when a distal edge dissection occurred. The dissection was treated with a 2.25 x 15 mm xience prime to successfully complete the procedure. The patient is fine. There was no additional adverse patient sequela reported. No additional information was provided.